Event description:
The customer contacted baxter's service center regarding a check heater line alarm which occurred on the home choice (hc) during use during fill 1. The baxter technical services representative (tsr) assisted the care giver (cg) to turn the bags over, move the clamp down the line, check that there were no kinks, and make sure the frangible was broken. The alarm repeated. The cg stated that there was air in the heater line. The tsr assisted to end therapy and had the cg start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of air in tubing (without alarm) was not confirmed. The root cause was undetermined. The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with the care giver on (B)(6) 2012. She stated that after starting over with new supplies, therapy went well. She did not notice anything unusual about the supplies that night. There were no samples available and she did not recall the lot number. Therapy since has been going well, and there were no adverse effects reported in relation to this event.